Event description:
It was reported by dealer that the irc5po2v concentrator is alarming with 1 red and 2 green error code. The dealer states the unit has only ran for 10 days but it is at 314 hours. No further information is available.